Manufacturer narrative:
On october 7, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 11, 2021, mentor became aware that the baker grade for the bilateral capsular contracture experienced by the patient was iii bilaterally. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively diagnosed after physical consultation. As a result, the device was explanted on (B)(6) 2021. On october 5, 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade unknown in addition to right side rupture, and underwent implant exchange surgery on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.